Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
During axsos dt surgery, the drill bit stuck inside the drill sleeve after the drilling. The surgeon removed the drill bit from the sleeve by force, soft tissue had been entangled to the drill. When the surgeon removed the drill bit from the sleeve, the patient bone scraped a little extra. After that the procedure continued without problem.